Event description:
It was observed during the device inspection, that the subject device exhibited a burn on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the high-energy treatment tool (laser, high frequency, etc.) May have been used without ensuring a sufficient distance from the tip. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for gif-h290t operation manual, chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿. Instructions for gif-h290t operation manual chapter 4, "operation,¿ section 4.3, ¿using endo therapy accessories¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.